Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited a discoloration inside the light guide lens and foreign material in the air/water tube and the air/water cylinder. There were no reports of patient involvement.

Manufacturer narrative:
Tests have showed that the device was out of specification. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the investigation results, simethicone was used in the biopsy channel at the user facility. A definitive root cause cannot be determined, but it is likely that the foreign material was not removed because reprocessing was improperly conducted due to leakage from the forceps elevator. Additionally, the light guide lens glue was damaged by physical (stress such as hitting or dropping the distal end) and chemical stress from solutions. This damage allowed humidity to invade the light guide lens, leading to corrosion. The suggested events are detectable/preventable by handling the device in accordance with the following instructions for use (IFU). Instructions for use (IFU) states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Instructions for use (IFU) states the preventative measures in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Instructions for use (IFU) states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.